Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver being stuck on the "dexcom" screen. Pictures were taken. A receiver boot test was performed and failed stuck on the "dexcom" screen. Functional tests were not performed stuck on the "dexcom" screen. The receiver log was downloaded for review stuck on the "dexcom" screen. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).